Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clotting occurred after use bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter, "customer called in to reported clotting when using product 365974. They have encountered this for the past 6 weeks; no specific date of event. Specimens were sent for cbc but were trashed as soon as techs received specimen as they could not be tested in clotted state. Patient's were redrawn with the same lot and no issues occurred. She denies any new staffing or change in procedure. No patient identifiers. Customer admits there are samples available and she would like a replacement product of another lot. Clotted samples are coming from the nursery. They can be drawn by lab or nursing and site has not determined if it is just one group having issues. It is reported that heels are warm and blood flow is good. There has been no major change in staff or procedures. Redraws were fine but she cannot verify if original and redraws were drawn by the same person. They are not overfilling. Sometimes either a green or sst is drawn at the same time-no reported issues with these tubes. Reviewed mixing and order of draw and sent educational material. They have had no other reported issues from pediatrics when the microtainers are used there. It is reported facility has witnessed specimen clotting when using vacutainer. "

Event description:
It was reported that clotting occurred after use bd microtainer® tubes with k2e (k2edta). The following information was provided by the initial reporter, "customer called in to reported clotting when using product 365974. They have encountered this for the past 6 weeks; no specific date of event. Specimens were sent for cbc but were trashed as soon as techs received specimen as they could not be tested in clotted state. Patient's were redrawn with the same lot and no issues occurred. She denies any new staffing or change in procedure. No patient identifiers. Customer admits there are samples available and she would like a replacement product of another lot. Clotted samples are coming from the nursery. They can be drawn by lab or nursing and site has not determined if it is just one group having issues. It is reported that heels are warm and blood flow is good. There has been no major change in staff or procedures. Redraws were fine but she cannot verify if original and redraws were drawn by the same person. They are not overfilling. Sometimes either a green or sst is drawn at the same time-no reported issues with these tubes. Reviewed mixing and order of draw and sent educational material. They have had no other reported issues from pediatrics when the microtainers are used there. -it is reported facility has witnessed specimen clotting when using vacutainer. "

Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sample quality with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, no issues were observed relating to sample quality as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.